Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the local staff decided to check the c1 control board capacitors at the hospital for leaks. He found that this c1 had a leak in the control board capacitor. No patient involvement.